Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that an 8110 syringe pump does not recognize syringes and cannot be calibrated. Upon further customer follow up it was reported the customer was able to repair the module without further issue or replacement parts. Customer reported the barrel clamp had detached from the sensor. There was no patient involvement, no devices will be returned to bd.